Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The command guide wire was advanced and met slight resistance with the 018 navicross guiding catheter. Upon removal, the distal polymer coating was found to be bunched and peeled, though intact. No material was left in the patient, and the device was replaced to successfully complete the procedure. There were no adverse patient effects or significant delays. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. The reported peeled / delaminated and the reported material twisted / bent was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent interaction with the 0.018¿ navicross guiding catheter in conjunction with the heavily torturous anatomy resulted in the reported difficult to advance. Further interaction and/or manipulation of the compromised device resulted in the reported/noted polymer coating bunched/peeled and the noted bent distal core. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with heavy calcification and heavy tortuosity. The command guide wire was advanced and met slight resistance with the 018 navicross guiding catheter. Upon removal, the distal polymer coating was found to be bunched and peeled, though intact. No material was left in the patient, and the device was replaced to successfully complete the procedure. There were no adverse patient effects or significant delays. No additional information was provided.